Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during an ablation procedure, the catheter's balloon was deflated and verified by the physician. Difficulty of withdrawal of the probe was noted and when it was removed they found that the balloon was slightly inflated. A little bleeding was noted at the level of the meatus and pain was noted by the patient.